Event description:
Corin received medwatch report mw5086659 regarding a trinity / metafix collared revision due to a reported periprosthetic fracture.

Manufacturer narrative:
Per -2167 final report. Additional information, including date of primary surgery, patient age and activity level, patient medical history, post primary and pre revision x-rays, operative notes, a detailed patient outcome, confirmation on which devices were revised, information regarding any trauma (if applicable) that the patient may have experienced prior to the fracture and the return of the explanted devices was requested in order to progress with the investigation of this event. However, none of this information has been provided and thus the investigation of this event was very limited. The appropriate device details have been provided and the relevant device manufacturing records have been identified. A dimensional non-conformance was identified with the batch of trinity cups, however, it was concluded that it would not affect the devices functional performance or contributed to the reported event. All of the other reported devices conformed to the correct specifications at the time of manufacture. Based on the available information, the root cause of the event has not been determined and no further investigation can be conducted. Therefore, corin now considers this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report: additional information, including date of primary surgery, patient age and activity level, patient medical history, post primary and pre revision x-rays, operative notes, a detailed patient outcome, confirmation on which devices were revised, information regarding any trauma (if applicable) that the patient may have experienced prior to the fracture and the return of the explanted devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified. These will be reviewed at corin.

Event description:
Trinity/metafix collared revision due to periprosthetic fracture.